Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), on the date of implant and during shock testing, that no markers were indicated during the second attempt. No changes were made. It is suspected that environmental noise may have caused the temporary loss of telemetry. The pt's representative was advised to be prepared to use wanded telemetry at all times.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this product issue will be updated.